Event description:
Additional information received reported that the patient was fine after the replacement and the new implantable neurostimulator was working well.

Event description:
It was reported that the device would turn off by itself although the device was not cycling. A lack of clinical efficacy was noted. The device was explanted 2011-(B)(6) and replaced with the same device model. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis of the neurostimulator model 3058, (B)(4), found no anomaly. The ins can and connector module were scratched. The setscrews, grommets, access hole adhesive and connector ports were ok. Telemetry was ok. There was good stable output on the electrode pairs as received and all electrodes referenced to the case. There were no issues when pressing on the ins can. The ins functioned properly during a long term monitor test.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Tined lead model 3889, lot #v208204, implanted: 2009-(B)(6), explanted: unknown, patient programmer model 3037, serial # (B)(4), implanted: na, explanted: na.